Event description:
Zoll laboratory services contacted zoll to report that the patient was experiencing a skin irritation under the patch. Patient described the area as burning, itching, sharp pain, and stinging with blisters and broken skin under the patch adhesive. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.